Manufacturer narrative:
The insulin pump passed the following testing: rewind, basic occlusion, prime, and displacement. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during the testing. It is unknown if the device had alarmed motor position encoder error as the device had erased the history file. No cosmetic damage was noted on the device.

Event description:
It was reported via phone call, the insulin pump had alarmed motor error. The customer's blood glucose was unknown. The customer is returning the device for analysis.